Manufacturer narrative:
Per the clinic, the patient underwent surgery on (B)(6) 2013, to excise granulation tissue at the abutment site; a cover screw was placed on the fixture and the site was sutured closed. Implanted device remains. This report is filed february 3, 2014.

Manufacturer narrative:
Per the clinic, the patient was administered kenalog injections (dosage not reported) to facilitate soft tissue removal around the abutment site on (B)(6), 2013.this report is filed aug 1, 2013. Implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2013, to remove excess skin overgrowth from around the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.